Manufacturer narrative:
Initial reporter phone (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ast-s broth turbidity was found in one of the culture tubes which was suspected to have been contaminated during production or transportation. No patient impact. The following information was provided by the initial reporter: the customer found turbidity in one of the culture tubes when using the culture medium of this batch number, which was suspected to have been contaminated during production or transportation. The client hopes to find out the reason as soon as possible and give her a reply.

Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for foreign matter seen within tubes of phoenix ast-s broth (246007) batch number 2089921. The customer did provide photos for investigation, but no product returns. The photos illustrated foreign material within broth tubes. Based off the photos, this complaint is confirmed. A review of quality notifications revealed one quality notification generated on the complaint batch, not related to this defect. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Per baltrmphxidastaph rev 10 version h, ID 15.0, a defective product obvious to user has a severity assessment of s1. Per baltms0184 ver k a complaint with a severity ranking of s1 or s2 may require investigational testing, including retain sample analysis. However, the customer returned photos which were used for the investigation; therefore, a review of retention samples is not required.

Event description:
It was reported that while using bd phoenix¿ ast-s broth turbidity was found in one of the culture tubes which was suspected to have been contaminated during production or transportation. No patient impact. The following information was provided by the initial reporter: the customer found turbidity in one of the culture tubes when using the culture medium of this batch number, which was suspected to have been contaminated during production or transportation. The client hopes to find out the reason as soon as possible and give her a reply.